Manufacturer narrative:
A model of the same wheel chair was used to evaluate the cotter pin ring for sharp edges. A visual inspection noted that the ring going through the cotter pin had a small sharp edge. The position of the removeable [velcro] seat cushion and the condition/stability of the consumer will effect the position of the cotter pin ring to the consumers skin.

Event description:
The letter from the consumer alleges that her daughter has scars on the back of her legs as a result of her legs rubbing up against a ring on the front of the chair was "catching" her skin. No serious injury is alleged.